Event description:
It was reported that the user experienced elevated blood glucose reported at 251 mg/dl while using the ilet and declined in-call troubleshooting, and education that announcing meals without eating can lead to hyperglycemia due to algorithm maladaptation. Clinical symptoms included polydipsia and polyuria associated with hyperglycemia reported. Outcomes included self-administration of subcutaneous insulin via pen outside the system. Investigation included user communication and troubleshooting with education guidance. Investigation of this case revealed suspected infusion site or cannula issue and user technique contributing to inaccurate dosing, along with use-pattern contributing to algorithm maladaptation; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use-pattern related, including incorrect or unnecessary meal announcements and a potential infusion set issue.

Manufacturer narrative:
Initial.